Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states he feels well and does not require medical attention. The customer's expected blood results are 95-115mg/dl fasting. Verified the strips expire 11/18/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 136mg/dl and 134mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference. Additional product codes added.

Event description:
Customer complains of high results. Customer states he feels well and does not require medical attention. The customer's expected blood results are 95-115mg/dl fasting. Verified the strips expire 11/18/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 136mg/dl and 134mg/dl fasting. (B)(6). No adverse event reported.